Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump had normal operating currents. No damage found on the lcd isolation tape noted. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly noted during our visual inspection. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 300 mg/dl. The customer stated that the device has been exposed to condensation. Customer reported that he is wearing it under a rain suit while hiking. The customer stated the pump display went blank during the night after the pump exposing to moisture. The customer stated that a constant tone is occuring. The customer stated that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.